Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate readings of ¿61, 270, 184, hi, and 156 mg/dl¿ compared to feeling/normal reading. This complaint was classified based on the customer care advocate (cca) documentation. The patient could not be reached for follow-up information. According to the patient, 20 minutes prior to the alleged inaccurate readings of ¿¿61, 270, 184, hi, and 156 mg/dl,¿ the patient reporting had a ¿hypoglycemic reaction.¿ on (B)(6) 2014, at 3 am, the patient based her diabetes management on the lfs meter readings with 2 additional units of insulin (apidra). During troubleshooting, the patient confirmed the unit of measurement was set correctly at the time of testing. The test strips were within the discard date. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient had a hypoglycemic reaction and required medical treatment for acute complication of diabetes while experiencing the alleged inaccurate lfs meter readings. It is not clear whether the patient received the correct diabetes treatment at the time of concern.

Manufacturer narrative:
Follow-up # 1 ¿ (11/26/2014). The patient¿s test strips have been returned on 11/13/2014 and evaluated by lifescan. Product analysis on 11/13/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.